Manufacturer narrative:
A customer reported poor fixing of guide wire. The device inspection by (B)(4) also confirmed following: there was a burr on the nozzle. There was a scratch on the adhesive of the bending section rubber. The bending section rubber was worn. The play of the angle knob was out of the standard. The distal end cover was dented. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual provides preventive measures against the reported failure mode. Based upon investigation results of similar events in the past, olympus medical systems corp. (Omsc) assumed that the reported event was caused by following: the post-procedure reprocess near the forceps elevator was inadequate. Since the reprocess was not performed immediately after the procedure, the foreign matter adhering to the forceps elevator dried and stuck. If significant additional information is received, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus medical systems (B)(4) and found there was a foreign object under and around the forceps elevator. There was no report of patient injury associated with this event.